Event description:
Customer called lfs in 6/2002 alleging that one touch ultra meter was reading inaccurately high. Customer reported feeling tired, thirsty, and dehydrated. Customer also reported seeing spot1. No treatment was reported. Customer felt that customer may have harmed child by not taking insulin as originally prescribed by customer's physician. Customer had called in previously about customer's meter reading inaccurately low and was taken off of insulin due to the low results. Ccr performed three control solution tests and obtained "132 mg/dl, 125 mg/dl and 130 mg/dl" with a range of "95 mg/dl - 129 mg/dl". One of the three control solution tests failed with test strips that may have been used when customer was receiving inaccurately low results. Ccr ran three additional control solution tests using new test strips and obtained "139, 135 mg/dl, and 137" with a range of "110 mg/dl to 148 mg/dl". "Ccr" reported control solution and test strips. No further information was provided.